Manufacturer narrative:
The lot number of the subject device was identified upon receipt. Other number¿UDI. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received and is currently in the evaluation process. Manufacturing location of the device was identified and corrected. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). Product investigation summary: one (1) drive shaft for use with reamer/irrigator/aspirator (ria) (part 314.743 / lot 7061004) was received with the complaint category of ¿broken: tip broken intraoperatively.¿ one (1) reamer head sterile (part 352.250s / lot 9414474) was also reported with the complaint category of ¿broken: tip broken intraoperatively,¿ but was not received for further evaluation. The complaint condition is confirmed as the drive shaft was received with the distal tip broken off. The broken portion was not received. The root cause could not be definitively determined as the circumstances at the time of the break are unknown. Per the technique guide, a cannulated drive unit that delivers only 3.5-4.5nm of torque and 700-900rpm is to be used. The technique guide also cautions that no reduction drive units or drills with a torque greater than 6nm should be used. The returned part was determined to be suitable for its intended use when employed and maintained as recommended. Evaluation at customer quality shows that, during use, the drive shaft is attached to the corresponding length ria tube assembly and a reamer head and then connected to a drive unit. The ria system is intended for use to clear the medullary canal, to size the medullary canal, to harvest bone and bone marrow, and to remove infected and necrotic bone. The drive shaft was received with the distal tip, which mates with the reamer head, broken off. The break is roughly transverse and located approximately 562mm from the distal edge of the quick coupling. Thus, a portion, approximately 51.5mm +/-0.7, which would include the helix portion, was not received. The fracture surface shows flattening. The balance of the device shows small nicks and wear marks, but is in otherwise functional condition. Thus, the complaint condition is confirmed and consistent with the reported condition. Replication of the complaint condition is not applicable as the device is already broken. A review of the current design drawing / manufactured revision for the top level assembly and the drive shaft component was performed. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. The complaint condition is likely the result of an overload of forces to the distal end of the drive shaft resulting in stresses beyond the failure limit of the shaft. The root cause could not be definitively determined as the circumstances at the time of the break are unknown. During the investigation, however, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the surgeon was finalizing the reaming of the medullary canal of the femur of the patient with the reamer, irrigator, aspirator (ria) system when it was noted in the x-rays that the reamer head is disassembled of the drive shaft. When the ria system was removed from the patient's bone and it was noted that the tip of the drive shaft was broken, also the reamer head fins broke; it was left within the medullary canal of the femur of the patient. The procedure was prolonged by twenty-five (25) minutes. It was reported a re-operation is necessary for the pathology of the patient. This is report 1 of 2 for (B)(4).